Event description:
It was reported the valve was explanted because one leaflet was impeded in the open position. While removing the valve, the orifice was fractured. A 19 mm tissue valve from another manufacturer was implanted.